Event description:
Low impedance was reported. An x-ray showed signs of damage at the first rib/clavicle. The physician opted to keep the lead implanted and continue with followup to monitor device performance. No patient complications were reported as a result of this event.